Manufacturer narrative:
The pump was received with minor scratched display window. The pump was received cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, missing endcap sticker. The pump was received with missing reservoir tube o-ring, and the test reservoir does not lock properly inside the reservoir tube.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer states the reservoir compartment is damaged and the reservoir will not stay in place. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.